Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/17/2020. H6 patient code: 3189 - surgical intervention. Additional information: a1, a2, b7, d1, d2, d3, d4, d7, g1, g2. Additional b5 narrative: it was reported that the patient experienced adhesions, abdominal pain following the surgery. It was reported that the patient underwent removal surgery on (B)(6)2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.